Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. Reportedly, due to these issue customer¿s blood glucose level was 46 mg/dl, which customer addressed by administrating glucagon intranasal. Additionally, customer¿s blood glucose level was 540 mg/dl. Customer addressed elevated blood glucose by administrating a manual correction injection. Reportedly, the pump was reset, and the customer continued to use pump for insulin therapy.